Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. E.4: the initial reporter notified the FDA on aug-2024. Medwatch report # (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the spring popped out and needle did not retract when the customer tried to retract the needle on one (1) device. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to spring pop out as all samples met specifications. In addition, 30 of the retain samples were subjected to retraction lockout testing and all samples passed testing as they were able to be activated properly with no spring pop out or other defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of spring pop out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the spring popped out and needle did not retract when the customer tried to retract the needle on one (1) device. No patient or user impact reported.